Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to attempting to apply tension to the sutures with the eyelet in the bone socket.

Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that qty. 2 of an ar-3641 2.6 mm knotless fibertak anchor had an issue. During a lateral extraarticular tenodesis procedure on (B)(6) 2023, when the surgeon was trying to implant the first anchor, upon tensioning, the tensioning suture kept loosening. The suture was cut and removed, and the anchor remained in one piece inside the patient. A second ar-3641 2.6 mm knotless fibertak anchor was used, and the same malfunction occurred. The tensioning suture would not tense. The suture was cut and removed, and the second anchor remained in the patient. Nothing broke inside the patient. The surgeon then deviated from the intended procedure, and a competitor's suture product was used to complete the procedure successfully with no impact to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.